Event description:
Device would not discharge with internal handles during a surgical procedure on a patient. Clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction. Biomed department has not been able to duplicate the reported problem.